Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received a blood glucose result of 1.1mmol/l on the contour next usb. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. Strip information was not provided. Country was advised to have the test strips returned for evaluation.